Event description:
It was reported the patient was experiencing pain at the ipg site. The physician prescribed new medication for the patient. The patient was to follow-up with physician at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.